Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that there was a pkr revision - femur and tibial insert were removed and new implants implanted. Event update received from sales rep: "reason for revision was fracture around tibia"